Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that the lead exhibited high capture threshold during a follow-up. The perforation of the lead and the pericardial effusion were noted under fluoroscopy prior to the lead revision procedure, and pericardial fluid was removed to address the issue. The lead was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the patient experienced cardiac tamponade as a result of pericardial effusion due to the right ventricular lead perforation of the heart. The rv lead also exhibited low impedance as well as high capture threshold. During hospitalization following the pericardiocentesis procedure performed on (B)(6) 2016, the patient developed a right leg popliteal deep vein thrombosis as well as a thrombus formation in the left ventricle. The patient was treated with anti-coagulant therapy and IV heparin. The patient's platelet count dropped due to heparin-induced thrombocytopenia. The platelet count was monitored and improved on its own. The patient was discharged home in good condition on (B)(6) 2016.